Event description:
It was reported that the battery power was low during self-test. There was no patient involvement.

Manufacturer narrative:
Reporter phone and reporting institution phone: +86()031185988024 philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Based on the information available, the cause of the reported problem was confirmed and traced to the battery failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Reported problem was solved by customer, after replacing the battery, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.